Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that they were in rehab for over a month and it had been such a mess with this for they were sent equipment for it was total chaos. There has been a lot of mix up with this paddle and mentioned already reported events. Pt said everything was working fine and now. When talking about the letter the pt did not want to say anything more about this for it was crazy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that for about a week they have been unable to charge their implanted neurostimulator past 40%; patient reported it will indicate that ins is recharging, but will not increase past 40%. Patient stated they have tried resetting the controller but this has not resolved the issue. Patient reported no visible damage to recharger or controller battery compartment pins. Patient reset the controller and then connected recharger and confirmed recharging excellent with the controller at 70% and ins at 40% and green light flashing. After a few minutes, patient confirmed the controller battery decreased to 60% and the ins increased to 50%. Agent reviewed information with patient and stated everything appears to be working as intended; agent instructed patient to monitor the issue and call back if it persists. Patient mentioned previous recharger replacement. Pt called back stating the battery was dead on the controller. This happened before. The stimulator could only go to 40%. An email was sent to repair to replace the recharger. Pt called back in and reported they were sent a recharger that paddle was a different size than their original. Pt stated they could still not recharge past 40%. Pt had not tried recharging yet. Agent reviewed to try to recharge their implanted device. Agent offered to call the pt back after 90 minutes to verify the pt was able to recharge their implanted device. Pt called back in and reported they still could not advance past 40%. Pt stated the reason was because the battery pack itself depleted to 0% before the implant would increment past 40%. Agent sent an email to repair to replace the battery pack. Pt called back stating they got a new controller battery but they accidently sent the wrong battery back to medtronic. Agent reviewed with pt they were using the new controller battery. Pt said it was not working like it should. The controller would not charge past 80% even though they would leave the controller plugged in all the time and the ins still would not charge past 60%. Agent closed case. Pt stated they were confused when packaging up their equipment to send back. Agent assisted pt and it was determined pt still using recharger that was replaced on 9/26. Pt will send all equipment back together upon receiving new recharger. Patient called back and mentioned the whole 'thing' was replaced so they were sent a part that they had to send back. Patient received a briefcase with no recharger. Agent reviewed information and took some time to convince and troubleshoot with the patient. Patient was able to find the replacement recharger in the carrying case. Patient had difficulty and to agent's understanding seemed very confused with their equipment. Agent advised patient to set aside the older items to send back to medtronic. During the call patient inserted the battery pack into the controller. Patient got finished then device check eri. Agent redirected patient to their hcp. Patient plugged the recharger and got excellent. Controller was at 90% and implant was at 30%. Agent advised patient to call back if they needed assistance confirming which controllers/battery pack/rechargers to send back. Agent had difficulty hearing patient during the call. Agent closed case.